Manufacturer narrative:
Correction: b3, g4. Initial aware date (B)(6) 2017 this event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving the batteries as well as premature power switching due to communication errors involving (B)(4). As a result, the reported event was confirmed. The most likely root cause of the reported premature power switching event can be attributed to momentary disconnections and communication errors between the controller and batteries. An internal investigation evaluated momentary disconnections. Additional products: battery/ (B)(4). UDI#: (B)(4). H3: yes h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12 battery/ (B)(4). UDI#: (B)(4). H3: yes h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12 this event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4) manufactured: 2015-04-08, (B)(4) manufactured: 2015-02-28. Three batteries ((B)(4)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Log file analysis revealed that the controller, (B)(4), in use during the event date contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of data files did not reveal any anomalies involving (B)(4). Failure analysis of the returned devices revealed that the batteries passed visual examination and functional testing. As a result the reported event could not be confirmed; the batteries were able to adequately provide power to a test controller. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware® ventricular assist system - battery, (B)(4) - battery / catalog number 1650de / expiration date: 30-apr-2016, di #: not applicable, device available for evaluation?: yes, returned to manufacturer 22-jun-2017, no, device evaluation anticipated but not yet begun, labeled for single use?: no, (B)(4). Heartware® ventricular assist system - battery, (B)(4) - battery / catalog number 1650de / expiration date: 29-feb-2016, di#: not applicable, device available for evaluation?: yes, returned to manufacturer 22-jun-2017, no, device evaluation anticipated but not yet begun, labeled for single use?: no, (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the engineer that the battery power sources were switching from one to the other earlier than expected. The batteries were exchanged. No patient complications have been reported as a result of this event.